Manufacturer narrative:
One pump was returned for evaluation. The physical condition of the pump was noted to have a chipped and cracked top case. The results of the event history log were shown a there was a check clutch/ plunger lever and plunger not in place alarm in history. The customer reported complaint was verified through occlusion testing. The check plunger sensor alarm was a result of contamination and the flippers were sticking up. It was noted that this is attributable to normal wear and tear.

Event description:
Information was received that a smiths medical pump medfusion was receiving a check clutch plunger lever and check syringe plunger sensor error. No patient injury resulted.